Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the por was that the battery was dead. As part of actions taken, the patient wanted to see if they get recurrent incontinence prior to deciding on what to do next. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the por was that the batteries had died. Consumer reported they will decide after three months if they want to have the batteries replaced but they were concerned about future mris. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller reported seeing a por message on a patient programmer. There were no falls, trauma, or recent medical tests reported. The caller was a MRI technologist who did not have access to a clinician programmer. It was reviewed that a clinician programmer is required to clear a por. It was reviewed to have the patient follow-up with their healthcare provider to have the por message cleared. Patient indicated they had never had the device checked since implant, also reported they were told the battery was dead, but the controller was not indicating as such. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a power on reset (por) message when they attempted to sync their ins to their programmer. It was noted that patient had been to an MRI facility but ended up leaving before having an MRI and had used their programmer since then, but only saw the por message for the first time the day of the report. Patient mentioned they had a mini-stroke on the top of their head prior to getting the device and their doctor was considering a medication change. Patient stated that the symptoms were unrelated to the device and therapy. No symptoms or further complications were reported.